Manufacturer narrative:
(B)(4). Date sent: 4/3/2026. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the one pse45a device was returned inside its package unopened; upon visual inspection, the manual override door was out of position, no apparent damage was noticed on the handle shround and bailout door. The defect observed is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Additionally, photos were provided and they showed the condition of the reported event.

Manufacturer narrative:
(B)(4). Date sent: 3/24/2026. D4: batch #unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished pse45a, with lot/batch number a98u5x, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that preoperatively to an unspecified surgical procedure, it was observed that the manual override door fell off in the packaging. There was no patient consequence nor surgical delay reported. No additional information provided.